Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated their controller was not turning the device on. Patient said they could unlock the controller, but they could not increase the stimulation. When asked to clarify, patient just said nothing would happen when they tried to increase and their rep had them reset controller but still the issue continued. Patient unlocked controller during the call and reported they were on group a with program 1 set at 3.3. Patient increased intensity to 3.5, but said they still did not feel stimulation. Patient confirmed their issue was that they weren't feeling stim when they increased intensity and said they were feeling stimulation before last friday. Patient denied any falls or reprogramming. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. .